Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -2.5 diopter implantable collamer lens in to the patient's right eye (od) on (B)(6) 2015. Excessive vault was noted and the lens was removed on (B)(6) 2015. A smaller lens was implanted on (B)(6) 2015 and the problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Clear surgical residue/debris was present on the product. Visual inspection found that the haptic was torn and bent. (B)(4).